Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that waste fluid from line 35 on the flowcell of the unicel dxc 800 synchron system was not draining. Customer reported that the waste fluid was overflowing onto the floor. Customer reported that they changed the ion selective electrode (ise) buffer and the chloride electrode tip before the waste fluid overflowed. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a hole in the reagent probe to the bubble generator tubing. The fse replaced the tubing assembly. The fse verified the repair was performed per established procedures.